Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to power off the station completely, disconnect and reconnect the local area network (lan) cable on both ends, and then power the station back on. The tss then verified that the disconnected mode icon disappeared, and the patient profile became visible and reconciled. It was also verified that providers were able to document without issues and that the system was functioning normally again. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating with es server. The disconnected mode icon was showing on the screen. Customer rebooted the station and made sure that the local area network cable was plugged in. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.